Manufacturer narrative:
It was reported that during ¾ of the way through deployment the device, they heard a snapping sound. As a result of analysis of returned device, outer sheath was detached and stent was returned in state of partially deployed. Kinking is observed, but it is unknown when it occurred (during shipment process or procedure). Deployment was tried without pressure, and it deployed well. In the inner sheath, the kinking is occurred on same position. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure sheath, and the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
During ¾ of the way through deployment the device, they heard a snapping sound. This device could not be deployed and was removed from the patient. Another of the same product model were used to place in the location.